Manufacturer narrative:
Evaluation of the returned pod coil revealed a fractured pusher assembly. If the device is mishandled at extreme angle during advancement, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed that the pe fibers were fractured, and the embolization coil was detached from the pusher assembly. If the device is forcefully retracted against resistance, damage such as a pe fibers fracture may occur and subsequently the embolization coil may detach from the pusher assembly. The root cause of the resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a varicocele using pod coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil into the lantern, the radiology technician noticed a kink on the pusher assembly of the pod coil. The radiology technician then attempted to slowly advance the pod coil; however, the kink became worse. Therefore, it was decided to remove the pod coil. Upon retraction, it was noticed that the pod coil was detached from its pusher assembly. The physician was able to pull the detached pod coil from the rotating hemostasis valve (rhv) by hand. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.